Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a side port broken issue occurred. The device evaluation was completed on 12-may-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the side port/stopcock (three-way valve) was detached from its place. The damage observed could be related to excessive force during the manipulation of the device; however, this cannot be conclusively determined. This unit was inspected prior to leaving the facility as there are functional tests and inspections based on the corresponding process flow diagram (pfd). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a side port broken issue occurred. During removal of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium from the packaging, it was discovered that the three-way stopcock was barely attached to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and fell off the tubing. The issue occurred prior to inserting the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure was completed without further issues. There was no patient consequence reported. Additional information was received on 02-mar-2023. There was physical damage on the valve/hub. The hemostatic valve section broke/separated. It was noticed that the hemostatic valve/cap was essentially cut from the sheath at the time that it was removed from the packaging. The assembly of the both the valve/stopcock were detached from the tubing at the junction where they meet. It was being removed from the packaging to be prepped to be used on a patient, but once this was discovered, it was not used on the patient. Additional information was received on 08-mar-2023. There was no physical damage observed to the outer box or packaging. No pictures were taken. Nothing was noted that was out of the ordinary as far as packaging or the seating of the product when the sheath was removed from the packaging. There was no damage to the device due to any part of the packaging being damaged. All of the packaging was thrown away with exception of the outer plastic/paper wrapping at the time of the procedure. Clarification was received on 09-mar-2023 regarding previous additional information. The stopcock on the side port seemed detached from the tubing and that it looked like it was cut and barely holding on - where the stock cock attaches to the tubing. Not related to hub or hemostatic valve located in the hub. The event was assessed as MDR reportable for a side port broken issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-mar-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).